Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event is 2020. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clip couldn't close tightly. There was no delay to procedure, surgery was successfully completed, and there was no patient consequence.